Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a total hip arthroplasty on the incorrect side on (B)(6) 2013. Subsequently, a procedure is planned to implant a total hip on the correct side. There has been no additional procedure reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.